Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the rhv was tightened and secured to keep the system in place before inserting the stent into the body, and there was resistance when advancing the stent system within the guide catheter and over the guidewire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure physician felt resistance while advancing the subject stent system over the guidewire and inside the guide catheter. When he tried to deploy the subject stent inside the patient's anatomy he was unable to pull the outer body and advance the inner body to the proximal part of the subject stent and the stent stabilizer got fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure physician felt resistance while advancing the subject stent system over the guidewire and inside the guide catheter. When he tried to deploy the subject stent inside the patient's anatomy he was unable to pull the outer body and advance the inner body to the proximal part of the subject stent and the stent stabilizer got fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.